Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. Leak testing was performed according with mentor procedures and it revealed a tear measuring less than 0.1 cm located in the anterior aspect. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 2/24/2020, mentor became aware of the correct explantation date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 12/20/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 375cc saline mentor smooth round moderate profile, catalog # 3501660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with 375cc saline mentor smooth round moderate profile breast implants and experienced deflation on the left side post-operational. As a result, the patient underwent device removal and replacement with 425cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502425 on (B)(6) 2019.